Manufacturer narrative:
There were no issues with the ion procedure or instruments utilized. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube and hospitalization. The lesion was located in the right lower lobe over the diaphragm. Per the physician, there were no issues with the ion procedure or instruments utilized. A post-procedure chest x-ray identified a large pneumothorax; therefore, a 12 french chest tube was inserted, and the patient was hospitalized for 1 day. The physician believed the pneumothorax may have occurred because there was aggressive tissue sampling with the cryoprobe. The diagnosis was adenocarcinoma.